Event description:
It is reported that a customer received a meter blood glucose alert on their insulin pump. The patient's blood glucose level was 271 mg/dl at the time of the call. The customer stated that had tried every remedy to clear the alarm but could not sole the issue. The customer's blood glucose elevated to 395 mg/dl. The customer mentioned physical damage on the lcd screen of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: the test mini link transmitter communicates properly to the pump. No unexpected meter blood glucose now alarm anomaly or calibration error alarm anomaly noted. Pump received with black shadow on the display due to warped uneven pcb on the lcd board. Also received with minor scratched display window and cracked case at display window corners.